Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage post deployment occurred. The 100% stenosed, 5.0mm x 14mm target lesion was located in the mildly tortuous and mildly calcified artery in the left main trunk. A 4.0x16mm synergy drug-eluting stent was deployed to treat the lesion. A 5.50mm x 12mm nc emerge balloon catheter was then advanced for post dilatation. However, difficulty advancing was encountered, the shaft became kinked and detached about 7cm. The nc emerge was removed from the patient's body using a snare. Intravascular ultrasound was performed and it was found that the distal part of the synergy stent was deformed. Post dilatation was performed with a 5.00mm nc balloon to appose the stent against the vessel wall. No patient complications were reported.